Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that there was a balloon rupture. The iab was removed and discarded. A new iab was inserted to continue therapy. There was no injury or harm to the patient. The date of the event is unknown.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extension tubing was also returned. One kink was found on catheter tubing/inner lumen approximately 76.5cm from the iab tip. A penetration was observed at this location. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and a leak was confirmed on the inner lumen/catheter tubing. The evaluation confirmed the reported problem. The penetration found in the inner lumen/catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing causing the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that there was a balloon rupture. The iab was removed and discarded. A new iab was inserted to continue therapy. There was no injury or harm to the patient. The date of the event is unknown.